Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical representative reported via phone call that the customer experienced the severe hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl. The subject recovered without sequela on (B)(6) 2018 and the event is anticipated. The customer report to the urgent care if the nausea and the vomiting occur. The device will not be returned for the analysis.